Manufacturer narrative:
Device malfunction reported to typenex medical who in turn notified leoni fiber optics, inc. Contact has been made with the doctor by typenex. Leoni fiber optics, inc has initiated an internal review. Currently waiting for more information.

Event description:
Evla procedure in the left saphenous vein. This was the first use of this fiber. 15cm of the vein were ablated prior to the fiber fracture. Fiber remnants remain in the patient's leg. They are seeing vascular surgery to address.